Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the air pressure solenoid (psol). The customer informed covidien that the faulty component is the oxygen pressure solenoid (psol). The customer to complete the repair, covidien was not authorized to service the ventilator.

Event description:
Report received that an 840 ventilator stopped cycling while in used on a patient. The patient was transferred to another ventilator. There was no harm to the patient as a result of the event.